Event description:
It was reported that the customer experienced high blood glucose levels that required manual injections. It was reported that the customer assumed the insulin pump was not delivering the correct insulin dosages. The customer felt uncomfortable with the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.